Event description:
A us distributor contacted zoll to report that a patient developed a injury under the lifevest equipment. Patient described the area as falling down, hurting hand knee causing swelling. There was no alleged device malfunction contributing to the irritation. The patient¿s physician applied heating pad for injury. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.